Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the distal idler. There was no damage found on the pulley and the clevis. Failure analysis investigation also found mechanical indentations on the surface of the distal pulley and scratches. It was concluded that the indentations on the pulley may have been due to mishandling. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the maryland bipolar forceps instrument was noted to have frayed tip. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.